Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of button error. The customer's blood glucose level was 123 mg/dl at the time of the incident. The customer stated that she cannot open the menu nor highlight on display. The customer lost the stick on the back side of the pump and was not able to open it. The product was returned for analysis.